Manufacturer narrative:
(B)(4). Date sent: 07/20/2020. D4: batch # t5f11r. Device analysis: the analysis results found that the tcr10 reload was received with no apparent damage. The reload was returned fully fired. No functional test could be performed due the condition of the device. Event described could not be confirmed as the cartridge was received fully fired. Several staples in b-formed were received inside of a plastic bag. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open unknown procedure, staples at both ends of the staple line were not formed properly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.